Event description:
It was reported to philips that the flexvision computer was unable to boot, preventing the system from booting. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.